Event description:
It was reported that during a remote device data review, a high, out of range pacing impedance (>3000 ohms) measurement was seen from a competitor's lead. The patient was brought into the clinic where manipulations were performed, but the impedance was stable and in range. The physician elected to continue with remote monitoring. The patient was stable with no adverse consequences and the system remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This report is being filed for additional information in h6 and h10.

Event description:
It was reported that during a remote device data review, a high, out of range pacing impedance (>3000 ohms) measurement was seen from a competitor's lead. The patient was brought into the clinic where manipulations were performed, but the impedance was stable and in range. The physician elected to continue with remote monitoring. The patient was stable with no adverse consequences and the system remains implanted and in service.